Event description:
A critical patient in the ICU was receiving medication via the infusion pumps when the pump controller went into a "system failure" alarm condition and the modules coded with a "0-0-172". The nurses said the pumps did not continue pumping. They were immediately replaced with another complete setup. The malfunctioning configuration was sent to biomedical engineering where the operations log was downloaded by the in-house biomedical engineering staff. The log in the preliminary investigation revealed that the pumps were still operating until either the pump pause key was depressed or the pump doors were opened. The manufacturer was contacted and we were instructed to send the controller to them for an in-depth analysis. We are waiting for an equipment analysis report from the manufacturer.